Manufacturer narrative:
No patient impact or adverse event reported. Investigation is on-going, patient barcode and statstrip meter returned to nova for evaluation.

Event description:
The statstrip hospital meter, sn (B)(4), read the patient's armband barcode as 0449505. The actual number of the barcode is 0449585. The wrong ID did not have an active visit so the results were not reported. No patient impact or adverse event reported.